Event description:
The facility reported a fail code 403 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient or medical intervention. No additional information is available.